Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing separated at the lower fitment was confirmed. A visual inspection of the set noted that the silicone tubing was separated at the lower fitment. The ring retainer, which secures the tubing in place, was present on the tubing. The cause of the separation was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period (set was built between 27 april 2010 and 01 june 2010) of this model for the failure mode reported.

Event description:
Customer reported when pump beeped for air-in-line, the nurse took the IV tubing out of the pump to remove the air bubbles and while doing that the tubing separated from the blue clamp. There was no patient harm. No additional information was available.